Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock in june. A review of the episode showed oversensing of noise. The clinician reported they were able to reproduce some artifact during troubleshooting, but not exactly the same as what was observed in the treated episode. A request was made for technical services to review the episode and provide recommendations. For now, the rate cut offs (rco) were increased in the conditional and shock zones, from 180/230 to 200/250 bpm. Technical services reviewed the available data and noted there have not been frequent normal sinus rhythm to tachy transitions nor significant noise counters. There were no prior untreated episodes. It was recommended to see the patient in the clinic to evaluate other sense vectors and to perform x-rays to review system placement. Additional troubleshooting was performed. Some noise was produced in secondary but none in primary, so vector remains primary, and the physician increased the rco for the conditional zone to 230 bpm. It was noted that the physician did not want to perform x-rays at this time. The shock had occurred four months ago and the patient believed they were just walking at the time. Additional information was received. About two years later, the patient received a new inappropriate shock. A review of the episode found no noise; this time, the shock was for supraventricular tachycardia (svt) with t-wave oversensing. An exercise test was performed, but the patient had been started on beta blockers and the morphology change and svt was not able to be reproduced. No changes were made to the device programming, and the physician was considering an ep study and an ablation procedure. No adverse patient effects were reported outside of the inappropriate shock that was received. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock in june. A review of the episode showed oversensing of noise. The clinician reported they were able to reproduce some artifact during troubleshooting, but not exactly the same as what was observed in the treated episode. A request was made for technical services to review the episode and provide recommendations. For now, the rate cut offs (rco) were increased in the conditional and shock zones, from 180/230 to 200/250 bpm. Technical services reviewed the available data and noted there have not been frequent normal sinus rhythm to tachy transitions nor significant noise counters. There were no prior untreated episodes. It was recommended to see the patient in the clinic to evaluate other sense vectors and to perform x-rays to review system placement. Additional troubleshooting was performed. Some noise was produced in secondary but none in primary, so vector remains primary, and the physician increased the rco for the conditional zone to 230 bpm. It was noted that the physician did not want to perform x-rays at this time. The shock had occurred four months ago and the patient believed they were just walking at the time. No adverse patient effects were reported outside of the inappropriate shock that was received. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.